Event description:
It was reported that 3 bd syringe 50ml ll india experienced stopper separated from the plunger. The following information was provided by the initial reporter: multiple pirs have been raised on the same issue from picu set up as plunger movement is very hard during the loading.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one photo which displays the product information was provided to our team for investigation. No photos or physical samples that display the reported condition were available for this incident. A device history review was performed for reported lot 2301100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Ten retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time.

Event description:
It was reported that 3 bd syringe 50ml ll india experienced stopper separated from the plunger. The following information was provided by the initial reporter: multiple pirs have been raised on the same issue from picu set up as plunger movement is very hard during the loading.